Event description:
It was reported that the implantable neurostimulator (ins) may be flipped. Patient had been encountering issues since their last implant was placed in (B)(4) 2013. The manufacturing representative noted that the patient¿s device had been flipping over and the patient was having difficulty charging. It was noted that area of the body was sensitive. It was noted that the hope was it would heal/get better over time after implant but it had not. The patient had leads placed clavically and the device was in the stomach area. The patient had many battery changes. Additional information received reported the device was not flipped. The device was positioned in a way that it was protruding out of the patient¿s belly. The device was sitting at an angle rather than flush with the skin. Patient had been experiencing discomfort and tenderness. Options for revision were discussed, but no plan was in place at the time of this report. The patient was receiving adequate therapy, but the device placement was causing significant discomfort. Additional information received reported that the patient was scheduled for revision of the stimulator implant on (B)(6) 2013. It was noted that the left sided abdominal site of generator was clearly malpositioned as of the date of this report. The generator had fallen anterior and inferior. It was tender and prompted thought of skin compromise eventually. The site of attachment to flat connector was also tender left apical area. It was noted that the manufacturing representative would follow up on possible flat connector extender. It was noted that the patient presented for adjustment and the primary complaint was pain at the generator site and inability secondary to position of generator to recharge the battery easily. The patient denied fever, chills or malaise. The patient was with complaint of left shoulder immobility and pain. The patient was status post injection to help within the past several days prior to report. It was noted that the patient found benefit from the stimulator use. The left hand, the primary area involved with reflex sympathetic dystrophy (rsd) remained atrophic, contracted with loss of function, and sensitive to extreme light touch. It was noted that telemetry was performed. Additional information received reported that the patient was supposed to have their revision the prior week, but it was cancelled for an unknown reason. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3987, serial# (B)(4), implanted: (B)(6) 2000, product type: lead. Product ID: 7496-66, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient stated that they were having problems with their device. It has not been working for a while so they are considering replacing it. There was poor coupling. From the beginning they had a hard time charging. Their charger was not catching. They had to keep pressing on their stomach. They were only able to get 2 coupling boxes and it would take them days to charge. They went in for surgery and they put a mesh around the implant. The charging problems started after that. The patient was not sure if the mesh was put on when the device was implanted or if it was done after the fact. The patient thought they had surgery after their implant date. The patient¿s original reason for calling was to get in contact with a manufacture representative (rep). Patient services redirected the patient to contact them healthcare professional (hcp). No further complications were reported/are anticipated.